Event description:
It was reported that the power wake-up button of a device was malfunctioning half of the time, preventing dosing as needed, and the charging port was obstructed by debris, making it difficult to charge. Additionally, there were issues with leaking insulin infusion sets. There was no adverse impact to the customer¿s blood glucose level. The customer requested that these issues be documented but did not seek additional assistance or resolutions through technical support at this time.